Event description:
Related manufacturer reference number: 1627487-2022-04871. It was reported the patients system displayed high impedance resulting in ineffective stimulation. As a result, surgical intervention was undertaken. During the procedure it was noted the patients extensions had become wrapped around the ipg sue to patients twiddler syndrome. To address the issue the patients extensions were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.